Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they had an ¿immediate problem with the stimulator¿ and turned it off. The ins was sticking out at an angle, like the edge was sticking out where their belt goes, but not coming through the skin. It was noted that they first noticed that they ¿sort of needed to push it back to where it was and it would be ok¿ after about 2 months; they think this was gradual, but suddenly got way worse on (B)(6) 2019. They stated that it was hurting on the outside and the inside, and turning it off relieved some of the pain, but now it was a ¿psychical problem¿ meaning that they had to be careful when coming into contact with the ins site. It was also reported that it was warm but was less so now. It was noted that they would have a follow up with their healthcare provider on thursday. No further patient complications are anticipated or expected as a result of this event.